Event description:
Patient reported that the device appears to have sustained an electrical burn. No operator injury was reported. A request was made for the return of the suspect device and replacement product was shipped.